Event description:
Patient tolerated the procedure well and was discharged on postoperative day #3.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a 27 mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of eight years, seven months, due to mixed stenosis and regurgitation. A 26 mm transcatheter heart valve was implanted inside failing 27mm valve. Patient was reported to be stable.